Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2019-02503. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result surgical intervention was planned to address the issue. Additional information received that the procedure was abandoned (reported under MFR ref #3006705815-2019-02521) due to patient issue.